Manufacturer narrative:
Product details were requested, however, this has not been made available as of the date of this report. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced a loss of osseointegration and subsequently revision surgery has been scheduled however this has not occurred as of the date of this report.